Manufacturer narrative:
A supplemental report is being submitted for a correction. Section h6 imf heath impact codes were corrected to capture the resuscitation performed. Section b2 outcome attributed to adverse event was corrected to check the life-threatening box. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. This information was received from the hvad destination therapy post approval study. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted for psychological emergency after unsuccessfully attempting to shoot their father. The patient was placed in four-point restraints and had a sitter due to risk of high elopement. It was further reported that the patient did not want the driveline to be connected and pulled out the driveline with all linked intravenous (IV) lines which resulted in a ventricular assist device (vad) stop. Then, the patient was fighting with the hospital team/staff to keep the driveline disconnected. The patient had a brief loss of consciousness, cardiopulmonary resuscitation (CPR) was administered and the patient regained consciousness. The driveline was reconnected back into the controller without any issues. The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: (B)(6) was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported driveline disconnect and vad stop events could not be confirmed. Information received from the site indicated that the patient was admitted for psychological emergency. It was further reported that the patient did not want the driveline to be connected and pulled out the driveline with all linked intravenous (IV) lines. The patient had a brief loss of consciousness, cardiopulmonary resuscitation (CPR) was administered, and the patient regained consciousness. The driveline was reconnected back to the controller without any issues. Additional information received indicated that the patient experience chest pain with bloody sputum and shortness of breath. Of note, it was reported that due to the patient's psychiatric history, erratic behavior, suicidal ideation and prognosis, the decision was made to decommission the vad and the patient subsequently died after being on hospice care for a few months. The cause of death was cardiomyopathy. Based on the available information, the device may have caused or contributed to the reported event. Per the instructions for use, psychiatric episode, syncope, bleeding, respiratory dysfunction, worsening heart failure and death are known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of a psychiatric episode. Based on the available information the most likely root cause of the reported driveline disconnect and vad stop events can be attributed to a physical disconnection of the driveline from the controller by the patient as described in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient had pulled out the driveline from the ventricular assist device (vad) and had a loss of con sciousness. The patient briefly required cardiopulmonary resuscitation (CPR) and the driveline was reconnected. Due to the patient's psychiatric history, erratic behavior, suicidal ideation and prognosis, multiple meetings were held with the patient, patient's f ather and family with consultation from the psychiatric team, ethics and heart failure team to discuss options. Ultimately, the decision was made to decommission the vad and the patient subsequently died after being on hospice care for a few months.

Manufacturer narrative:
A supplemental report is being submitted for additional information to b5. Correction: the death information and details have already been submitted from FDA report number 3007042319-2022-02390. All future details regarding the death and details pertaining to the death, will be captured in this event (report number 3007042319-2020-08008). Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) was not returned for evaluation. Log file analysis was not conducted since log files were not available. As a result, the reported driveline disconnect and vad stop events could not be confirmed. Information received from the site indicated that the patient was admitted for psychological emergency. It was further reported that the patient did not want the driveline to be connected and pulled out the driveline with all linked intravenous (IV) lines. The patient had a brief loss of consciousness, cardiopulmonary resuscitation (CPR) was administered and the patient regained consciousness. The driveline was reconnected back to the controller without any issues. Based on the limited information available, there is no evidence to suggest that a device malfunction or performance issue caused or contributed to the reported event. Per the instructions for use, psychiatric episode and syncope are known potential complications associated with the implantation of a vad. Based on the available information the most likely root cause of the reported driveline disconnect and vad stop events can be attributed to a physical disconnection of the driveline from the controller by the patient as described in the event details. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.